Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that variable r-waves were seen on the lead during auto sensing test the next day after the implant. But undersensing could not be seen real time. It was suspected due to micro-dislodgement of the lead. The lead remains in use. No patient complications have been reported as a result of this event.